Event description:
It was reported that the system would not come on. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuses and wiring harness were replaced during the service call. The system was tested and found to be working as intended and put back into service.